Event description:
It was reported that during a ptca procedure, the shaft of the catheter kinked and subsequently separated within the guide catheter. The entire system, including guiding catheter was removed without incident. No patient injury or complication occurred.